Manufacturer narrative:
Additional suspect medical device component involved in the event: product family scs-linear leads, upn m365sc2366500, model sc-2366-50, serial-lot (B)(6).

Event description:
It was reported that the patient experienced pain at the spinal cord stimulation (scs) implantable pulse generator (ipg) site, and the patient experienced difficulty charging. The physician assessed the patient had an infection at the ipg site. The patient was administered antibiotics and underwent a revision procedure in which the entire scs system was explanted. The physician does not know if the infection is device or procedure related. The patient was doing well postoperatively. The explanted devices will not be returned as they were discarded at the medical facility. Additional information was received that nothing happened during the recent implant procedure that may have caused or contributed to the infection.

Event description:
It was reported that the patient experienced pain at the spinal cord stimulation (scs) implantable pulse generator (ipg) site, and the patient experienced difficulty charging. The physician assessed the patient had an infection at the ipg site. The patient was administered antibiotics and underwent a revision procedure in which the entire scs system was explanted. The physician does not know if the infection is device or procedure related. The patient was doing well postoperatively. The explanted devices will not be returned as they were discarded at the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family scs-linear leads, upn m365sc2366500, model sc-2366-50, serial-lot (B)(6). Batch 7083317, 7083329, 7082482, 7081977.